Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported by a manufacturer representative that during another explant of device it was noted that the previous device had been explanted. No reason or timeframe was ever determined or provided.